Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that due to a PICC line, he was dealing with dry skin. The patient reported that his skin was rubbed raw by the lifevest and began to bleed. The patient's physician gave the patient a cream and an antihistamine pill for the irritation. The patient's physician also advised the patient to remove the lifevest until the irritation healed. Follow-up indicated that the irritation healed.